Event description:
It was reported that the customer was treated for a blood glucose reading of 250 mg/dl while at the hospital. The customer was at the hospital for surgery. Troubleshooting was performed. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.